Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vision side cart (vsc) did not connect to the patient side cart (psc). Upon power-up, the vsc power button flashed amber and blue. Technical service engineer (tse) recommended performing a hard power cycle of the vse, then swapping the fiber cables and then checking the fiber connections at the psc system with no improvement. The psc was then started in standalone mode and was confirmed to start normally. The procedure was aborted to another dv system with no reported injury.